Event description:
Staff member was unable to flush/ prime bd safety glide needle. She changed the needle to a new one and was able to flush. This occurred two separate times. All needles were the same lot number. We no longer have the needles as they were discarded. Reference report: mw5119913.